Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a pre-procedure examination for a scheduled generator change procedure. Upon interrogation of the device, it was noted that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition and discharged.

Event description:
Related manufacturing reference number: 2017865-2023-00058. New information received indicated that the pacemaker also exhibited high capture threshold. The pacemaker was explanted and replaced. The patient was discharged post procedure.